Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was attempted but not implanted due to abnormal impedance measurements. Evidence suggest that this lead was damaged during the suturing process. No adverse patient effects